Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was driving when she got into a car accident; she drove into a ditch. The patient had been having consistently low blood glucose events for the past two months. The customer also had the ambulance assist her for low blood glucose three times prior to the car accident, which the paramedics treated with glucagon through an IV. The customer's blood glucose was 139 mg/dl when she was admitted to the hospital for the car accident. The customer suffered a crushed vertebrae. She was treated with glucose ivs. The customer now checks her blood glucose seven to eight times per day. Troubleshooting was declined for the low blood glucose values. No products were returned or replaced.